Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 2. The rn cycled the power to clear the alarm and the cascading system error 2367 alarm. The patient was connected at the time of the alarm and had not disconnected and reconnected prior to the alarm. All bags were properly spiked and connected. There was no patient line extension being used. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have pets that could damage the supplies. There was no damage noted on the overpouch or carton that the set was delivered in. A sharp object was not used to open the carton or overpouch. The supplies were no damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the patient. The baxter technical services representative advised the rn to start over with new supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the nurse that called in this alarm only works the night shift. No one at this center had further information regarding the event, but she stated that the patient's therapy had been going well since. There were no adverse effects reported in relation to this incident. Bps contacted the care giver on (B)(4) 2012. He had no further information available about the incident. Bps contacted the peritoneal dialysis registered nurse on (B)(4) 2012. She stated that the incident had not been reported to her, but that the patient's therapy had been going well as far as she knew. She stated that she had not heard from the patient recently, but assumed she was continuing therapy on the homechoice successfully. A letter requesting further information from the initial reporter of this event has been sent.